Event description:
It was reported that these spinal cord stimulation (scs) devices were replaced due to an unknown reason. The location of the devices is unknown. No additional adverse patient effects were reported.

Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2316500, model: sc-2316-50, serial: (B)(6), batch: 15909316, UDI: (B)(4). Product family: scs-linear leads, upn: m365sc2316500, model: sc-2316-50, serial: (B)(6), batch: 15909316, UDI: (B)(4). Product family: scs-splitters, upn: m365sc3400300, model: sc-3400-30, serial: (B)(6), batch: 15827530, UDI: (B)(6). Product family: scs-splitters, upn: m365sc3400300, model: sc-3400-30, serial: (B)(6), batch: 15867765, UDI: (B)(4).

Manufacturer narrative:
Correction to the supplemental MDR in h6. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2316500, model: sc-2316-50, serial: (B)(6), batch: 15909316, UDI: (B)(4). Product family: scs-linear leads, upn: m365sc2316500, model: sc-2316-50, serial: (B)(6), batch: 15909316, UDI: (B)(4). Product family: scs-splitters, upn: m365sc3400300, model: sc-3400-30, serial: (B)(6), batch: 15827530, UDI: (B)(4). Product family: scs-splitters, upn: m365sc3400300, model: sc-3400-30, serial: (B)(6), batch: 15867765, UDI: (B)(4).

Event description:
It was reported that these spinal cord stimulation (scs) devices were replaced due to an unknown reason. The location of the devices is unknown. No additional adverse patient effects were reported. Additional information was received stating that these scs devices were replaced due to inadequate stimulation. As a consequence, the patient was not receiving sufficient coverage. The patient underwent a revision procedure wherein their devices were explanted and replaced. The devices were discarded by the facility and will not be returned for analysis. Postoperatively, the patient was stable.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2316500, model: sc-2316-50, serial: (B)(6), batch: 15909316, UDI: (B)(4). Product family: scs-linear leads, upn: m365sc2316500, model: sc-2316-50, serial: (B)(6), batch: 15909316, UDI: (B)(4). Product family: scs-splitters, upn: m365sc3400300, model: sc-3400-30, serial: (B)(6), batch: 15827530, UDI: (B)(4). Product family: scs-splitters, upn: m365sc3400300, model: sc-3400-30, serial: (B)(6), batch: 15867765, UDI: (B)(4).

Event description:
It was reported that these spinal cord stimulation (scs) devices were replaced due to an unknown reason. The location of the devices is unknown. No additional adverse patient effects were reported. Additional information was received stating that these scs devices were replaced due to inadequate stimulation. As a consequence, the patient was not receiving sufficient coverage. The patient underwent a revision procedure wherein their devices were explanted and replaced. The devices were discarded by the facility and will not be returned for analysis. Postoperatively, the patient was stable.